Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there is a change in placement signal and motor current on impella rp. A motor current spike and elevated placement signal were noted. At this same time the nurse stated continuous renal replacement therapy was initiated via an existing right chest wall dialysis catheter. The rp still supported the patient until wean and explant, and the patient survived the event.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. The data log shows a motor current spike to 1600, followed by a drop in pump flow and elevated placement signal. The 5s optical signal parameter and cvp were stable during this event. The cause of the low pump flow issue was most likely biomaterial, based on data log review.